Event description:
The incident was attributed to insufficient solvent application and appears to be an isolated incident. A corrective action instructing proper solvent application and flow control testing along with advice for higher operator alert is in immediate effect to avoid future occurrences of this defect. The co's training procedures insure that all of the co's employees are properly trained in their areas of responsibility, however on some rare occasions an oversight on the part of an operator may result in an incident of this nature. The severity of this issue has been addressed with all personnel involved and they have been retrained on the applicable procedures. A historical review of the co's reporting database revealed no other reports of this nature against the part number or reported lot number.

Event description:
Pharmacy technician was using a dispensing pin. The dispensing pin was placed into the vial of medication. The technician pulled up 2 doses of medication with syringes and then the dispensing pin broke in half when the 3rd syringe was placed on the pin. The technician immediately turned the vial of medication over so as not to lose medication onto the table of the hood. The technician then replaced the broken pin with a new one and saved the broken one for reporting purposes.